Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported foreign material was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a conclusive cause for the foreign material. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left internal and left common carotid arteries. An emboshield nav6 embolic protection system was successfully used; however, when the retrieval catheter was opened to retrieve the filtration element, there was a clear or white material on the tip. An attempt was made to wipe the material off the tip when the tip separated. The retrieval catheter was not used. A second retrieval catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.